Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on three (3) patient samples on an atellica ch 930 analyzer. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and on an alternate atellica ch 930 analyzer and lower results were obtained on both analyzers. The lower results from the original analyzer were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c patient results.

Manufacturer narrative:
A united states customer contacted the siemens customer care center and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 3 patient samples on an atellica ch 930 analyzer. A siemens' specialist remotely reviewed instrument data and confirmed that quality controls (qc) were recovering acceptably at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse inspected the analyzer and replaced the reaction washer 5 aspirate valve, which returned the analyzer to normal operation. Then, the analyzer autocheck recovered acceptably and qc recovered within peer ranges. The cause of the falsely elevated co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.